Event description:
It was reported that; during xia3 surgery, the surgeon tried to use the polyaxial screw. However, the range of movement of screw head in the polyaxial screw was small. Therefore, the surgeon changed the polyaxial screw to another polyaxial screw.

Manufacturer narrative:
Method: device not returned. Results: device history review could not be performed as no lot information was provided. Device not returned. Conclusion: because the device has not been received for evaluation, testing and inspection could not be performed to aid in root cause analysis.

Event description:
It was reported that; during xia3 surgery, the surgeon tried to use the polyaxial screw. However, the range of movement of screw head in the polyaxial screw was small. Therefore, the surgeon changed the polyaxial screw to another polyaxial screw.